Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and communicated properly with the glucometer.

Event description:
The patient stated that she was hospitalized with a high blood glucose of 1000 mg/dl. The patient also experienced stomach and chest pain, as well as a rapid heart rate. The patient also stated that the battery cap is damaged, and she cannot change the battery. Advised the patient that the insulin pump would be replaced. Nothing further was reported.